Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. No patient complications were reported in relation to this event. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.